Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad up button presses did not activate desired pump functions. The patient claimed that the pump's up button was sticking and the issue had been ongoing for about a month. The patient mentioned that the pump was broken and she felt as though her blood glucose (bg) level was over '900 mg/dl.' The patient reportedly took 25 units of insulin at 8:00 am and 12:00 pm that day. The patient's husband reportedly took her to a health care provider's (hcp) office later that same day on (B)(6) 2012. She was treated with an insulin injection (unknown type and dosage of insulin) and then sent home. Her bg level was greater than '500 mg/dl.' The patient did not report any symptoms of high or low bg. The alleged issue was not resolved with troubleshooting. The patent denied that the pump was exposed to moisture. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. The patient also claimed that she suffered an elevated bg level suggestive of severe hyperglycemia and received medical treatment. However, at this time, it is unclear if the pump and/or use-error contributed to his injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifting and tape was used to adhere the keypad to the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that the up/down arrow keypad buttons were unresponsive. All other keypad buttons responded to button presses. There was evidence of contamination found under the key contacts. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Use error contributed to the reported event as the patient continued to use a damaged pump while using insulin pump therapy. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.